Manufacturer narrative:
Additional information : the potential lot# was manufactured on november 26, 2019. The device was received for evaluation. During visual inspection the luer activated device was observed to have a crack in the weld line area. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The potential lot number was reported as "ur19k24072." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector separated. The event was further described as "came apart at the seam." This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.